Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to eri, a mild sign of insulation failure on the rv lead was observed via x-ray. No electrical anomalies were detected. Lead remains implanted. Patient was in good condition before, during and after the replacement.